Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a high number of short interval counts (sic) and possible oversensing were exhibited with the patient's right ventricular (rv) lead. Reprogramming was done for rv lead sensitivity. The lead remains in use. No patient complications have been reported as a result of this event.